Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a motor error alarm while rewinding her insulin pump. The customer's blood glucose was 130 mg/dl. The customer was assisted with clearing the alarm. Troubleshooting found the customer was unable to rewind their insulin pump. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during rewind due to cracked motor flex cable. The device also was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.